Event description:
From medwatch form received from user facility: "patient was fall risk so bed exit alarm placed on bed. Patient found on floor but tabs monitor did not alarm. Changed alarm box. Patient found outside hospital in alley by police. Second tabs box did not alarm. Patient had abrasions, pain." Further contact with facility revealed that no serious injuries occurred.

Manufacturer narrative:
Actual devices were evaluated, and were in need of maintenance/replacement of parts. Electrical testing revealed an intermittent connection between te monitor and pad that did not allow pad circuit closure to be detected by the monitor. Discussed testing instructions in user manual, and facility was not testing before each use. Failures of testing before each use should lead to removal from service and return to manufacturer for maintenance/inspection. Devices returned were repaired by replacing the nurse call and pad connection jacks and returned to the customer.